Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and a representative (rep) regarding a patient who was implanted with a neurostimulator (ins). It was reported that the patient was having issues with battery longevity, the recharge interval, and charging efficiency. The rep was to see the patient on monday and evaluate. No symptoms were reported. No further complications were reported. Follow up was conducted.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) on 2018-jul-02. When asked to clarify the issues related to the battery longevity, recharge interval, and charging efficiency the rep indicated it was due to perception, expectations, and misunderstanding. The patient was seen on (B)(6) 2018. Their therapy is working as good as the trial which was by their account "which is" great. Their perception of recharge efficiency does not follow their recharge history. The patient was able to accomplish 80-90% of charging in approximately 1.3 hours. Their recharger efficiency was mostly excellent. The patient only remembered the 1 poor session of approximately 70% charge over approximately 3 hours. The patient was switched to cycling 30/30 minutes to extend from 1.1-2.0 days and they will maintain daily charging without necessarily worrying about topping off the battery which should increase satisfaction. The patient would report to the rep later in the week. The rep explained fair, good, and excellent in a more stratified likert scale. No further complications were reported/are anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.